Event description:
It was reported that a grey-black liquid entered the surgical site from the battery pack. The site was irrigated and no additional treatment was administered due to the event. The procedure was completed as planned and no adverse consequences were reported.

Manufacturer narrative:
The battery pack has not been returned to the MFR. When the battery pack is returned, a quality investigation will be performed and a follow up report will be filed.